Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 210 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was exposed to water. The customer reported that the insulin pump fell into the ocean. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.